Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that on the carelink transmission some of the ventricular high rate episodes showed noise. The cause was unknown. The device is still in use. No patient complications were reported as a result of this event.